Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2018, 6725 adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture. There was undefined high bipolar pacing impedance and high-rate non-sustained episodes exhibiting non-physiologic noise; an alert was triggered. The lead was reprogrammed, and a lead extraction and replacement is being planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular lead was explanted and replaced.